Event description:
On (B)(6) 2022, an amazon customer commented that the product was false negative. This is because the reporter has been test 3 different types of covid tests and all showed that he/she was positive except this test. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as pcr test results and product information (lot #, expiration date, etc.).